Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that the device has a message displayed on mrx saying an inspection is required. There was no report of patient involvement.